Event description:
Md was treating an ami (acute myocardial infection). During the procedure, the staff noticed that there was only light pink blood for about 40 seconds, then no blood in the outflow tubing; only saline. No alarms illuminated. Physician used another therapy. Patient did not die. Pmi clinical specialist and tech service were notified and were unable to resolve the issue with the customer.